Event description:
Investigation of a returned catheter revealed a handle leak.

Manufacturer narrative:
The initial complaint description received on (B)(4) 2010 of "the catheter was unable to deliver rf energy and the generator displayed a temp error message", did not meet adverse event reporting criteria. Investigation completed on 10/13/2010, revealed a handle leak which does meet adverse event reporting criteria. Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. The saline entered the catheter connector and created a conductor wire short which resulted in the reported inability to deliver rf energy and the error message on the generator. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. Date report submitted to FDA by MFR: 11/24/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010. Date of investigation: 10/13/2010.